Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. To address high blood glucose, the customer administered a correction bolus via the pump and resolved the issue by checking the tubing and cartridge, then resuming insulin.